Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 550 mg/dl after eating breakfast and taking a bolus. The customer treated their blood glucose levels with manual injections. The customer was assisted with troubleshooting and the device alarmed a no delivery alarm. The customer states that the insulin pump smelled like insulin. The customer did not troubleshoot and did not send the product back for analysis.